Manufacturer narrative:
Other relevant device(s) are : product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-mar-13, (B)(4) (con): information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; trial start date is (B)(6) 2021. It was reported that¿the patient stated that he has to¿push very hard to void¿on his own and that is¿extremely painful. Since the surgery, the¿pain is even worse¿with the incisions on his back. He also said that he has¿swelling¿in his legs and feet so he has to take water pills so that makes him¿have to go even more. .additional information was received from the patient. They reported that the patient would like the device removed because, it has been electrocuting them but, their clinician cannot remove it until (B)(6) 2021, so the device has been turned off .additional information was received on 2021-07-13 from the patient. They reported that the lead was removed. No further complications were reported/anticipated at this time.